Event description:
The infusion pump was involved in an overdelivery of a heparin solution. Infusion pump was programmed to administer a 500 ml bag of heparin at 20 ml/hr. Approx. 16 hrs after the infusion was started the fluid container was empty. Infusion pump was removed from the pt. Observation of the pt was the only add'l intervention.